Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No alarms noted during testing. The insulin pump passed the self test. The insulin pump was received with protruded/loose drive support disk, minor scratched display window, broken reservoir tube lip, cracked reservoir tube. No further testing possible due to protruded/loose drive support disk.

Manufacturer narrative:
No alarms noted during testing. The insulin pump passed the self test. The insulin pump was received with protruded/loose drive support disk, minor scratched display window, broken reservoir tube lip, cracked reservoir tube. No further testing possible due to protruded/loose drive support disk.

Event description:
It was reported by the customer's mother, that the customer's insulin pump has three cracks on the reservoir. It was also reported that when the customer tries to deliver insulin the insulin pump starts counting down from ten and then it rewinds by itself. It was also reported that the customer received a program safety alarm. Customer's blood glucose level at the time 142mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.